Event description:
Information received from the field notes that the patient presented to the emergency room with a reported seizure. An ECG showed loss of capture and loss of output. During the follow-up in the hospital, no abnormalities were noted. Capture thresholds were reported as 1.5 v, 0.6 ms, r-waves were measured at 3.5 mv bipolar. No noise or loss of capture was seen during isometric exercises.